Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. One actual sample was returned for investigation. Based on the complaint description, it was reported that the catheter broke into two parts. Both separated part of the broken catheter was examined using dino- lite. It was observed that the edge of the shaft end was uneven and matched with each other. Such break may happen due to excessive force applied during catheter removal and such extreme tensile strength may exceed the standard requirement of catheter strength and render catheter to be break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. As per spm-a51-002 , maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size ch6-ch10) and 1kg load (for size 12ch and above) tested as per bs en tso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the investigation conducted on the returned sample, such detachment may happen due to excessive force applied during catheter removal. Therefore, this complaint could not be confirmed.

Event description:
Issue reported: patient was a male new-born baby, weight: 3kg. Whilst washing the child, the nurse noticed that the strip holding the catheter on the child's skin (safety buckle) had come off. She therefore slid the strip to take it off around the catheter. She wanted to detach it, but the strip cut. She therefore pulled to remove it, which resulted in the section of the urinary catheter into two parts. There were no clinical consequences for the child. As the child was catheterized for hypospadias, he had to be re-catheterized with the difficulty associated with his hypospadias.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: patient was a male new-born baby, weight: (B)(6) kg. Whilst washing the child, the nurse noticed that the strip holding the catheter on the child's skin (safety buckle) had come off. She therefore slid the strip to take it off around the catheter. She wanted to detach it, but the strip cut. She therefore pulled to remove it, which resulted in the section of the urinary catheter into two parts. There were no clinical consequences for the child. As the child was catheterized for hypospadias, he had to be re-catheterized with the difficulty associated with his hypospadias.